Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became nonfunctional with a persistently black, unresponsive screen after previously operating earlier in the day, and it did not power on despite connection to a charger that displayed a solid green indicator; the device was deemed in need of replacement and the user¿s blood glucose was reported at 123 mg/dl with no impact to glycemic control. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no injury, no medical intervention, and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.